Event description:
It was reported that the patient experienced a urethral injury during an original advance sling implant surgery. It was noted that the sling had to be removed due to the urethral injury, and a catheter was placed until the patient healed. No additional patient complications were reported in relation to this event.